Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pictures of the patient registration were received and reviewed by medtronic personnel. It was reported that the tracer registration performed left a yellow zone of accuracy as the pattern did not include the nose and focused on one side of the anatomy. Additionally, it was noted that there were only 3-4 fiducials being used, resulting in varying green and yellow zones of accuracy.

Manufacturer narrative:
The system logs and archives were received and reviewed, but provided insufficient information to determine the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection utilizing a t2 magnetic resonance imaging (mr) image, an imprecision of about 5 millimeters was observed when checking accuracy following a passing patient registration. It was reported that an additional 8-9 patient registrations were performed without resolution. The site opted to complete the procedure compensating for the imprecision as the tumor was large and superficial. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.